Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per clinical report forms, ¿stiffness¿ approximately 2 months post tka was the contributing factor and it is a known possible post-surgical complication. The patient impact beyond the reported stiffness and the mua could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a closed manipulation under anesthesia has been done due to stiffness in the left knee.